Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 27. Details of surgery: ridge augmentation. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and swelling. No further patient complications were reported.